Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: the products were not available for investigation. Only pictures provided by the customer were available. Failure - no product at hand. Investigation - no product at hand. Based on pictures available an evaluation cannot be carried out since the magnification of the picture is unknown. Furthermore, a functional test and test plan cannot be carried out to determine whether the instrument conforms to the specification or not. Batch history review - a review of the device quality and manufacturing history records was not possible because the lot number was unknown. Conclusion and root cause - without the products we cannot determine a final conclusion. According to the quality standard, we exclude a material or production related error and assume that the incoming inspection by the customer was not carried out according to the aesculap specifications. Nevertheless, without an examination of the complained product a conclusion or root cause cannot finally be determined.

Event description:
It was reported that there was an issue with the intestinal fixation forceps. During an inspection, burrs on the teeth were noted. There was no additional information provided.

Manufacturer narrative:
Investigation: vigilance investigator carried out the pictorial documentation visually. Based on the pictures available an evaluation cannot be carried out since the magnification of the picture is unknown. After inspection of the provided instruments, the instruments found to be according to the test plan; no deviations can be found with the naked eye. A function test according to the qstd and test plan was carried out and all three instruments passed. Batch history review: the device quality and manufacturing history record for all available lot numbers have been requested at the responsible q-coordinator of the production plant. The answer is still pending, the 8d-report will be updated upon receipt of the review-confirmation no similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the products are according to our specifications valid at the time of production. Rationale: the forceps are according to the test plan. During the manufacturing process, all forceps undergo a visual check for sharp edges and burrs without magnification. The provided pictures were made using a magnification. The burrs are not visible without magnification and therefore according to the specification valid at the time of production.